Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with an unspecified treatment for the event. Pd therapy was withdrawn during treatment. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available.